Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_ext, explanted: (B)(6) 2012, product type: extension. Product ID: neu_unknown_lead, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the left side of the deep brain stimulation (dbs) system became infected so it was removed in (B)(6) 2012. On (B)(6) 2016, a new device was re-implanted. The reported medical history for the patient included: depression, tremors, hypertension, obstructive sleep apnea (osa), parkinson's disease (pd), gastroesophageal reflux disease (gerd), type 2 diabetes, and seizures. The reported concomitant medications included: lidocaine, fentanyl, propofol, ondansetron, glycopyrrolate, vancomycin, phenylephrine, midazolam, remifentanil and lactated ringers infusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.